Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds one day after the implant. This lead was repositioned and there were no abnormal measurements. No additional adverse patient effects.